Manufacturer narrative:
Based on the claim against the product by the customer noting that the integrated electrosurgical unit (iesu) had a repeated c-34 error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical inc. (Isi) field service engineer (fse) went on site and replaced the iesu to resolve the issue. The fse also switched both vision side carts (vsc) back to their appropriate systems and tested both systems. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu triggered the c-34 error on startup. The complaint regarding generator errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to a defective iesu component. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to another vision side cart (vsc) after the start of the procedure due to repeated errors against the iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator displayed a c-34 error repeatedly. The system logs confirmed multiple reoccurrences of the c-34 error, which caused cautery interruption. The intuitive surgical inc. (Isi) tech support engineer (tse) asked if any source of magnetic interference was in the room and near the system. The biomedical engineer confirmed that there was no interference. The tse recommended using an alternate generator, but the customer did not have one. The biomedical engineer did confirm that they had access to another da vinci system. The tse recommended swapping out the vision side cart (vsc). The biomed ended the call before the procedure information could be obtained. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to a new patient side cart (psc) to be completed. There was no additional information provided.